Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a foreign material was found inside the drain bag meter.

Manufacturer narrative:
The reported event was confirmed as cause unknown. A potential root cause for this failure mode could be defect contributed by vendor or customer/ improper handling/ unclean machine /working area. The sample was evaluated and there were loose foreign materials that appeared like lumps of black thread at the meter. How and when event are occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿cautions/warnings ¿ this is a single use product. Do not reuse. ¿ this product must be stored in a cool, dry place, away from wet and direct sunlight. ¿ should the package is damage, do not use the product. ¿ this product is sterilized by ethylene oxide gas."

Event description:
It was reported that a foreign material was found inside the drain bag meter.